Event description:
The initial reporter alleged a false negative result with the kit c58/68/88 hiv-1/hiv-2 qual 192t ivd assay on the cobas 8800 instrument. The allegation involves a pregnant patient who was diagnosed as hiv antibody positive through serology testing using the geenius hiv ½ supplemental assay and hiv ab/ag screening. However, the hiv-1/hiv-2 qual assay on the cobas 8800 instrument produced a negative result. The customer indicated that the patient was not treated with any hiv-related medicines. No harm was alleged.

Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6). The investigation determined that the hiv-1/hiv-2 qual assay performed within specifications, and no product issue was identified. A review of the provided run data confirmed that the cycle threshold (CT) values were within expected ranges, indicating no pre-analytical errors. Several possible explanations for the discrepancy, including the patient being an elite suppressor or a potential error in the preparation of the serology sample. Additionally, the possibility of a false positive serology result was noted. The hiv-1/hiv-2 qual assay result was further supported by a negative result from the hiv-1/hiv-2 quant assay, which uses different primers and probes. The investigation concluded that the roche assay results were valid, and the test is intended to be used in conjunction with clinical presentation and other laboratory markers. The device remains in operation at the customer site.